Manufacturer narrative:
(B)(4).

Event description:
It was reported "broken o ring". Additional infomation staes that the o ring was replaced from another iabp pump console. No patient injury or consequence reported. The patient's current condition is reported as "fine"

Event description:
It was reported "broken o ring". Additional infomation staes that the o ring was replaced from another iabp pump console. No patient injury or consequence reported. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). The reported complaint of "lost some of the he out of the new he tank" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the event details, the issue was resolved after replacing the o-ring. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.